Event description:
My breast implants hardened and were very painful. I got very sick and could not function properly daily for many years. Dr said it was nothing. My body was under attack and killing itself in response to my implants. I know this as a fact because once I removed them properly, I am totally in remission? Who knew huh? I was lied to, no drs would listen and my outcome was to be deformed and living the unk and completely in debt because removal to save one's life isn't covered by health care or the implant MFR. This is a conspiracy against women and these implant makers who lied for decades need to be held accountable. Vehicles have better f/u and recall procedures. Level up FDA? I had to go to a 3rd world country to get the correct care I needed as the drs in USA and canada are under educated in proper removal and most are ignorant to our sickness. The couple that are skilled cost a fortune. Lupus due to implants. Thyroid malfunction. FDA safety report ID# (B)(4).